Manufacturer narrative:
A review of the mfg history records confirmed that the device was mfg within spec with no abnormalities or deviations. A review of the pt's radiographs was carried out. Due to the nature and location of the implant failure, it is not possible to identify this failure via a radiographic review. Photographs were provided that were taken during the procedure. Review of these confirm that the implant had separated at the function of the femoral component and integral stem and presence of metallosis. The device has been returned and will be evaluated. A supplemental report will be provided upon completion.

Manufacturer narrative:
Stanmore implants is not in possession of the explant, thus a determination as to root cause cannot be made. The photographs which were provided indicate that the implant had separated at the junction of the femoral component and integral stem, and the presence of metallosis, however a cause could not be determined. The patient has a history of a significant number of prior procedures. The complaint is being closed and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00053 ((B)(4)).

Event description:
The pt underwent a revision procedure (right integral distal femur) due to an infection. During the procedure the surgeon reported to a company sales representative that morse taper of the implant had failed at the junction of the femoral component and the integral stem. During the revision procedure, metallosis could be seen in the knee. Photographs taken during the procedure confirm that the implant had separated at the junction of the femoral component and integral stem and presence of metallosis.